Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant. The recipient's new device has been activated.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly is electing to undergo revision surgery for a technology upgrade. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The external visual inspection revealed a damaged electrode prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device passed the tests performed. This is the final report.